Manufacturer narrative:
Pc-(B)(4). PMA/ 510(k): k862221k081791. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a vats procedure the tip, when placed on a competitive pencil, caught fire. There were no patient consequences.